Event description:
This report is being filed after the subsequent review of the following journal article: gavaskar, a., muthukumar, s., chowdary, n., (2012), fragment-specific fixation for complex intra-articular fractures of the distal radius: results of a prospective single-centre trial, the journal of hand surgery, 8, 765-771. The goal was to evaluate the efficacy of 2.4 mm column-specific plating for intra-articular distal radius fractures. In total, 105 patients, 62 males and 43 females with distal radius fractures were operated on using the locking distal radius system, synthes. Follow-up assessments including clinical, radiological, and functional scores were made at regular intervals until 1 year. Union was obtained in all patients. However, it was reported that five patients had a loss of reduction. There is not sufficient information to file multiple reports. A copy of the journal article is being submitted with this medwatch. This is report 1 of 2 for (B)(4). This complaint involves an unknown plate.

Manufacturer narrative:
Device used for treatment not for diagnosis. This report is for an unknown plate (2.4mm locking distal radius system). Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.